Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the bicart model and lot number could not be provided by the facility. Gambro has identified a lot number of a bicart product shipped to this customer prior to this event. No nonconformity has been identified in the device history record for this lot number.

Event description:
A pt in (B)(6) who began dialysis therapy in (B)(6) 2012, experienced several episodes, similar to that of pt reactions to the therapy. The episodes occurred within fifteen minutes of beginning the dialysis treatment. There were several different manufacturers' dialysis machines and disposables used in the events. At the time of this event, the pt experienced a loss of consciousness, bit his tongue and had respiratory distress within fifteen minutes of starting treatment. Treatment was stopped briefly and restarted on the same machine with new disposables. Following the completion of the treatment, the pt was hospitalized. The pt received four dialysis treatments during the hospitalization and remained asymptomatic with each treatment. The pt had an extensive cardiac history that included aortic stenosis with valve replacement, 3 pacemaker implants, atrial ablation, and cardioversion for atrial arrhythmias. The pt was taking several medications and did not have known allergies.